Event description:
Report received of an over-delivery of dilaudid due to an operator error in programming the device. The dilaudid being used was a concentration of 0.2 mg/dl. The pump was programmed with a concentration of 0.1 mg/ml with a 0.1 mg continous rate, a 0.1 mg pca dose with a 10 minute patient lockout and a 2.8 mg 4-hour limit. The patient received the infusion from 1:45 pm on 2002 until approximately 3:00 pm on 2002, when the programming error was noted. The device was re-programmed with the correct concentration of 0.2 mg/ml. There was no reported adverse effect to the patient. The patient did not experience any respiratory depression. No medical interventions were required.